Event description:
The manufacturer received information alleging a low circuit leak error condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, recognized the monitor was not displaying on the device. There was no error indicating a device failure in the error log, the alleged the issue was caused by a failure in the liquid-crystal display (lcd). The lcd was replaced, and the following tests were performed on the device: repair test, alarm check, battery check, and run-in test. All tests passed and the device was cleaned, then determined the device was operating properly.